Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a loss of connection was confirmed. The root cause was determined to be a failed transmitter.